Manufacturer narrative:
Device evaluation of battery 101005832 has not been completed as of 10/23/24 and is undergoing investigation. The reported problem (battery won't charge) has been confirmed. As received, the battery was unable to recognize a charger. The cause for the failure was isolated to bent pins in the battery j1 connector. Will report battery 101005832 out of caution due to the functional failure. There was no adverse event that occurred related to this issue. Waiting for the completion of engineering investigation. The root cause for the bent pins could not be positively identified and is under investigation. No adverse event resulted from the damaged battery pack.

Event description:
A us distributor reported that a battery pack was unable to recognize a charger.

Event description:
A us distributor reported that a battery pack was unable to recognize a charger.

Manufacturer narrative:
Device evaluation of battery 101005832 has been completed on 10/24/24. The reported problem (battery won't charge) has been confirmed. As received, the battery was unable to recognize a charger. The cause for the failure was isolated to bent pins in the battery j1 connector. The root cause for the bent pins could not be positively identified. No adverse event resulted from the damaged battery. Device evaluation of battery 101005832 has not been completed as of 10/23/24 and is undergoing investigation. The reported problem (battery won't charge) has been confirmed. As received, the battery was unable to recognize a charger. The cause for the failure was isolated to bent pins in the the battery j1 connector. Will report battery 101005832 out of caution due to the functional failure. There was no adverse event that occurred related to this issue. Awaiting for the completion of engineering investigation. The root cause for the bent pins could not be positively identified and is under investigation. No adverse event resulted from the damaged battery pack.